Event description:
A medtronic representative reported that during an ent surgery, the accuracy was off about 2cm anterior (in space) after successful tracer registration. There was no impact to the patient.

Manufacturer narrative:
Pt info not available at time of this report. The device has not been returned to the manufacturer.